Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. The implant was discarded by the hospital. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, the cause for the event cannot be determined. Bsed on the description , the root cause may be related to patient hard bones and fragilization of cage during the first impaction of anchoring plate without the use of chisel. As mentioned in the surgical tech its recomanded to use the chisel to prepare the anchoring plate pathway . Based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device issue remain undetermined. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. If additional information was received that allow to draw a conclusion for this case , another report will be sent.

Event description:
Roi-c : jammed anchoring plate and broken cage no patient impact reported , or surgery delay. Attempts were made to collect information on the event , no answer received.

Manufacturer narrative:
Additional information was received on nov 11 2017: RMA was obtained and allowed to check inspection records and traceability of the anchoring clip. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
We have not the reference and lot number of this medical device which has been scrap by hospital. Investigation of DHR can't be performed at this moment. Additional information were requested to sales representative. Broken cage is managed in another medwatch.

Event description:
Jammed anchoring plate and broken implant. The patient had extremely hard bone at c4 and when we went to put in the anatomic implant it was really tough to get in because of the dome shape. I'm not sure how but dr. (B)(6) used the awl and then tried to put in the long anchoring plate and it went halfway down and then got stuck. He told me that it was because the implant cracked and was forced to drill out the plate from the implant. He was upset and told me that we should not charge for the implant and decided to use a 8mm, 14x17 lordotic implant. I charged for the in and out blade but not the 8mm, 14x17. I asked the scrub tech to save the implant and blade but when it went through sterile processing it was tossed.